Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the circumflex (cx) artery. The 3.00x16 mm taxus express2 drug eluting stent was in the guide, but would not advance, due to the stent struts being frayed. During withdrawal, the stent became hung up on the guide. The guide and the stent were removed together. The stent damage was not observed prior to the procedure. The procedure was completed with a different device. No pt complications were reported. Pt status reported as "ok".

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.